Manufacturer narrative:
B2 update with new info: intervention was not required. H1: no longer reportable for serious injury, h1 was updated to malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating device impedance checked out and pt felt stim so md did not remove. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the cause of the lead not being able to be tightened was not determined. The rep reported the patient was able to get a bodily response when programming around electrode 0. The rep reported that the patient communicator would no longer connect to the battery and the battery was to be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the during surgery the lead was placed in the battery, the battery was placed in the pocket, the communicator was placed over the implant, and after multiple attempts the communicator found the battery but wouldn¿t connect. The healthcare provider took the lead out of the battery, wiped it off, and made sure it was blue all the way through. When trying again they were still able to find the battery but not connect. The healthcare provider stated the lead was not loose and there was no back up battery. The rep called in and troubleshooting was done, they moved the operating room lights, and the rep got a por message with the serial number. After another 5 attempts the communicator finally connected with the battery. The impedance was showing as green on electrodes 1, 2, and 3 but showing as >4,000 ohms on all contacts on electrode 0. This was noted to be possibly because the lead was loose. When asked if the healthcare provider was able to slide the lead out by tugging on it was confirmed that if they pulled harder the lead did slide out. The healthcare provider confirmed they backed out the setscrew more than 1 turn when trying to remove the lead earlier and concerns for the lead sliding out in the body were reviewed. The rep noted they didn¿t have another implant and the healthcare provider decided to close the pocket. The rep was advised to program around the 0 electrode and test stimulation to see if the patient got a bodily response. Later, the rep reported that when the battery and lead were connected the lead would not screw down right and remained loose despite attempts to fix it. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from rep stated that the patient felt stimulation and doctor did not remove. System working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the battery replacement was scheduled to occur on (B)(6) 2019. No further complications were reported.